Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic with hematoma in which resulted in infection. The physician explanted the active system ¿ pacemaker, right ventricular (rv) and right atrial (ra) leads on (B)(6) 2025 and replace it with a leadless pacemaker. The patient was discharged with no reports of adverse consequences.